Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy placement procedure. The procedure date is unknown. According to the complainant, on (B)(6) 2017, the patient felt pain at the stoma site and noticed that the duodopa treatment was not that effective. On (B)(6) 2017, the pain worsened and the x-ray showed that the internal bolster slid into the stoma channel, approximately 3 cm down the channel confirming buried bumper syndrome. On the same day, the patient was treated with heracillin and omeprazole. The duodopa treatment was stopped and was switched to oral treatment (tablet). Apomorphine was also prescribed to the patient. Reportedly, gastroscopy was planned for the patient and a possible peg tube replacement (date is unknown). Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.